Manufacturer narrative:
This report is submitted on november 22, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report (B)(6) 2016.

Manufacturer narrative:
It was reported that the device was not explanted, rather, the device was a new implantation surgery on the patient's contralateral side. This report is submitted january 19, 2017.